Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the pacing lead exhibited undersensing detection error and insulation damage. The lead was repla ced. No patient complications have been reported as a result of this event.